Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a competitor removed device information form that the right ventricular (rv) lead had a noise issue and a lead impedance problem. Information indicates the lead was replaced. No patient complications have been reported as a result of this event.